Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2980 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that when the nurse was attaching the extension tubing following insertion of the catheter, it became loose. It was reported this occurred with two devices. This report addresses the second device.